Event description:
New information received notes that the device was explanted and replaced.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's pacemaker exhibited pacing inhibition. It was also noted that patient experienced syncope and fall. No intervention was done. The patient was stable.

Manufacturer narrative:
The reported event of output anomaly was not confirmed. As received the device was with normal output and telemetry communication. Analysis performed including output verification, capture test, crosstalk, and header evaluation did not identify any functional issues. Longevity assessment found the device was operating at near beginning-of-life voltage with appropriate remaining longevity. No anomalies were found.